Event description:
The loaner device was sent to an olympus service center for evaluation with no complaint. During inspection and testing, a gap was found in the adhesive on the distal end. This report is being submitted for the malfunction found during evaluation (gap in adhesive). There was no harm or user injury reported due to the event. Additional information was received that the customer reported the loaner device was leaking.

Manufacturer narrative:
During inspection and testing, a gap was found in the adhesive on the distal end. In addition, the up/down knob could not be locked securely due to wear of the forceps elevator lever, the device was not watertight due to a pinhole on the connecting tube, the number of missing elements exceeded the standard due to damage on the ultrasonic cable, the ultrasound image was missing elements due to damage on the ultrasonic probe, and the distal end was dented. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported gap between the acoustic lens and the ultrasonic probe was confirmed. The root cause of the issue could not be determined, however, handling at the facility or increased usage/ hours may have caused the wear or damage. The event may be prevented by following the instructions for use which state: ¿evis exera ultrasound gastrovideoscope olympus gf type uct180. Important information ¿ please read before use. Warnings and cautions: caution: do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. The endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks. To prevent unnecessary patient exposure to ultrasound radiation, follow the ¿as-low-as-reasonably achievable¿ (alara) principle when using ultrasound equipment. Freeze the image whenever you are not actively viewing the ¿live¿ ultrasound image. When the equipment is in the freeze mode, no ultrasound energy is emitted¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. Please see updates to b5, h6, and h10.

Event description:
Additional information was received from the customer which confirmed the leaking device was found during the device reprocessing. There was no patient involvement.